Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cs300 intra-aortic balloon pump (iabp) had loose helium yolk. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter and event site email), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5, h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that helium yoke was loose. To remediate this issue, the fse removed the existing teflon tape and re secured it back onto the helium regulator. After repair, the unit passed all functional and safety tests per factory specifications.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had helium related malfunction. There was no patient involvement reported.